Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump display went entirely blank during use; the display issue did not begin until a few days after the pump was dropped in water. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.